Manufacturer narrative:
Na

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. The calculated current drain was 18.1 ua, but the device showed a current drain of 23 ua.